Event description:
The surgeon was using a indigo-p injector with a competitor's lens and the haptic tore during insertion and the surgeon enlarged the incision to remove the lens and replaced the lens with a crystalens iol and sutures used to close the wound.